Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive result on a (B)(6) patient with abdominal pain. There was no additional patient information at the time of this report. The patient was given a transvaginal ultrasound, which confirmed the patient was not pregnant. The customer states that return product is not available for investigation. Date, method, sample, sample time, result time, result: (B)(6) 2016, I-stat, a , 1505, 1507, >2000; (B)(6) 2016, siemens, a, 1505, 1511, <1; (B)(6) 2016, I-stat, b, 1714, 1717, >2000; (B)(6) 2016, alere, urine, 1457, 1701, negative. Based on the information available and internal control algorithms the event is reportable as a potential product malfunction although not confirmed at this time. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 05/18/2016. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Na